Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15701. Related manufacturer reference number: 3006705815-2022-15702. Related manufacturer reference number: 1627487-2022-04072. Related manufacturer reference number: 1627487-2022-04073. It was reported that during a revision procedure on (B)(6) 2022 (3006705815-2022-15698 and 3006705815-2022-15699) an infection was noted. Reportedly, the infection was found along the track of the leads from epidural space to ipg. Pus was discovered near the surgical site. As such, the entire system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.